Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacturing representative about a patient with an implantable neurostimulator (ins) for epilepsy. It was reported that the patient had a clinical diagnosis of inflammation. As of (B)(6) the patient had been subfebrile for a few days. The patient was hospitalized on (B)(6) for coughing and being subfebrile for a month. The cause of the symptoms has not yet been determined, as the patient's diagnostic tests have been normal. A lumbar puncture showed elevated cell-count and protein, which moderately reduced when the patient was given antibiotics. It was stated that the symptoms are possibly related to the procedure, and it is unknown if they are related to the patient's devices or programming. The patient in all had a prolonged hospitalization of 21 days. The event is ongoing. No further complications were reported or anticipated. Additional information was received from a health care provider (hcp) of a clinical study via a manufacturer representative (rep). It was reported that the clinical diagnosis was updated to postoperative subfebrility. It was also noted that the patient became subfebrile despite the perioperative antibiotic proflaxis. Ab-therapy was initiated (cefaclor) and the patient was observed. The diagnostic methods included an examination on (B)(6) 2017 that resulted in the identification of the previously noted subfebrility. The actions/interventions taken to resolve the issue included administering cefaclor (1500 mg/die) from (B)(6) 2017 until (B)(6) 2017. The entire system was noted. The etiology was noted as unknown relationship to the surgery. The event was considered resolved without sequelae on (B)(6) 2017. Additional information received from the hcp updated the clinical diagnoses to subfebrility and cough. It was noted that the patient had a lumbal puncture, elevated cell count and prot, and reduction to antibiotic therapy (vancomycin and ceftazidim to vancomycin and meropenem). Methylprednis led to cell count decrease. Subfebr and cough resolved as of (B)(6) 2017. The event was noted to not be related to the procedure. As actions taken the patient was given 500mg/die for 5 daysof methylprednisolone with ppi and potassium to prevent side effects of their steroid therapy on (B)(6) 2017. The patient was also given levocetirizine on (B)(6) 2017. No further complications are anticipated. Additional information received from a manufacturing representative (rep) indicated the result of the diagnostics of allergology on (B)(6) 2017 was an abnormal result of mercury. Additional information was received from a health care provider (hcp). It was reported that the event remains ongoing, and the subfebrility still occurs 2 to 3 times a month and last 1 or 2 days. The most recent date it was confirmed the event remains ongoing is (B)(6) 2018.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care provider (hcp). It was reported that the patient has hypersensitivity to the ins screw.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a hcp. It was reported that the patient was reprogrammer and bipolar stimulation is used: c2-3 6v, c10-11 6v (90us, 140hz, 1 min on, 5 min off) on (B)(6) 2018. The outcome was updated to resolved without sequelae on (B)(6) 2018.